Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a selective coronary angiogram [sca], the catheter tip dissected the ostium of the right coronary artery [rca] during diagnostic catheter manipulations over a guide wire. The physician successfully covered and controlled the dissection by deploying a drug eluting sent [des] within the patient's rca. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.